Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction and a stent thrombosis. The target lesion was de-novo lesion located in the mid right coronary artery (rca) with 85% stenosis and was 15 mm long with a reference vessel diameter of 4.0 mm. The physician treated the lesion with pre-dilatation and placement of a 4.00 x 20 mm taxus liberte stent. Following post dilatation, residual stenosis was 0%. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient presented to the emergency department with severe chest pain and diaphoresis. ECG revealed st elevation in inferior leads compatible with acute inferior myocardial infarction. Cardiac enzymes were found to be elevated, and the patient was diagnosed with a st elevated myocardial infarction and cardiac catheterization was recommended. On an unknown date, the mid rca was treated with thrombectomy and placement of a 4.0 x 38 mm non-bsc stent in the proximal rca overlapping the study stent present in mid rca. In addition, a 4.0 x 22 mm stent was deployed in distal rca. Following post dilatation, a distal embolus was noted and a thrombectomy catheter was attempted to cross the embolus distally; however, was unable to pass. No further intervention was performed.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. If batch is unknown use statement the root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).